Event description:
Pt had laparoscopy with lysis of adhesions. Visi-port device used for access. Pt returned to surgery on 9/19 & 9/21 for bleeding. Ten days after initial surgery liver rent was identified and repaired. (Source unknown). Pt expired.